Event description:
Boston scientific received information that this patient experienced back swelling and pain. A small abscess was noted on the right anterior chest. An incision and drainage were performed. There were no allegations against this right ventricular (rv) lead, and there were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.